Event description:
It was reported the patient had been hearing the pump beeping and that the low reservoir alarm date was (B)(6). Telemetry confirmed a critical alarm was occurring due to zero ml reservoir volume reached. The patient did not report any symptoms or medical issues that the hcp was aware of. The pump was used to deliver gablofen. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).